Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: when opening the cement package, the packaging with powder had a hole and was spilling into the sealed packaging around it. It was caught before, not used and still sealed. The product was returned to depuy synthes for evaluation. The complaint unit was forwarded to the manufacturing site for further evaluation. Visual inspection of the returned device revealed that the smartset hv bone cement 40g liquid blister pack shows blemishes and mma leaked from ampoule within. This issue is being investigated through depuy synthes quality system; therefore, a definitive root cause cannot be established at this moment. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the smartset hv bone cement 40g would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: nr was raised to investigate current complaint condition. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report.   H11 additional narrative: added: d9   if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when opening the cement package, the packaging with powder had a hole and, it was spilling into the sealed packaging around it. It was caught before, not used and still sealed. Doe: (B)(6) 2025.